Manufacturer narrative:
Device used for treatment, not diagnosis. Additional product code: hyw. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that when the surgeon was drilling with the drill bit 1.5mm through guide system 2.0mm, the drill bit broke. There was no drill bit remains visible so the surgeon decided to take an x-ray, confirming that were no parts left in the patient. The surgeon used a second drill bit and the second drill bit also broke. Update: incident occurred during surgery, prolongation of surgery of a few minutes. The patient had mandibular fracture. This is report 1 of 2 for complaint (B)(4).